Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. There was a piece near the reservoir that was missing and completely exposing the gasket. The customer had been in a car accident 2 months ago. They only recently noticed the damage. The customer¿s blood glucose was 109 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.